Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The balloon and shafts were microscopically examined. There was contrast in the inflation lumen and balloon. The inner shaft was detached at the tack weld, which was 2.6cm proximal of the proximal balloon transition. The balloon had a complete circumferential tear 6cm distal of the proximal balloon transition. The portion of the inner shaft with the markerbands, the distal portion of the balloon and tip were not returned for analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the lesion was 90% stenosed, severely calcified, and severely tortuous. The sterling¿ sl peripheral balloon catheter was inflated one time to 8 atmospheres when it ruptured. The reported shaft break involved the inner shaft at approximately 80mm. The balloon material tore and was completely retrieved from the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture, removal difficulties and fracture occurred. The target lesion was located in the stenosed and bifurcated anterior tibial artery. A 3.0 mm x 80 mm x 150 cm sterling¿ sl peripheral balloon catheter was advanced to the lesion for treatment and during inflation the balloon ruptured. The sterling¿ sl was withdrawn and slight resistance was encountered, the device could not be pushed forward, so it was pulled out to remove it and the device fractured. Angiography was performed and it was noted that the distal marker of the device was in the anterior tibial and popliteal arteries. A snare was advanced to remove the detached portion of the sterling¿ sl, however it failed. There were no blood flow limitations visualized. A symmetry balloon catheter was advanced for dilation to complete the procedure and the result was good.